Manufacturer narrative:
Not released from implant site.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body delivery system was inadvertently retracted prior to removal of the 3rd release wire knob, resulting in displacement of the stent graft and a type ia endoleak, which was successfully resolved following the placement of a balloon expandable stent and two aortic cuffs in the seal zone, and bilateral covered stents in the renal and superior mesenteric arteries. Based on a follow-up communication received from the physician, the patient expired twelve days post-op due to mesenteric ischemia and bowel infarction. The physician stated that the cause of death was not related to the device but rather a post-operative complication from thrombus displacement during the evar procedure.